Manufacturer narrative:
Date of event - estimated based off the aware date of (B)(6) 2021.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient experienced a cva post implant of the watchman closure device and was prescribed anticoagulants. No further information on the status of the patient is available.